Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer contacted via online review and stated that she noticed the cotton coming off the tampon when she wiped. No injury was reported.